Event description:
The recipient reportedly experienced loss of lock. Programming adjustments were made, and external equipment was exchanged; however, the issue did not resolve. Device testing could not be performed due to no lock. The recipient is reportedly non-verbal and has difficultly with reporting. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover, broken antenna wires by the neck region, and the electrode was severed. The photographic imaging inspection confirmed broken antenna coil wires by the neck region. System lock was lost while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical test from being performed. The residual gas analysis (rga) test was above the test limit. The reported complaint of intermittencies and loss of lock was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the intermittencies of lock. An internal corrective action was implemented. However, this device has moisture that exceeded the rga test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.